Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 13, 2024.

Event description:
Per the clinic, the patient experienced sound intermittencies. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on september 12, 2023.